Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements and noisy signals due to a safety switch. Technical services (ts) was consulted to review electrograms (egms) due to concerns of noisy signals resetting timing cycles and determined that noise was present after a safety switch was triggered, with impedance measurements also spiking. Ts confirmed that noise could reset timing cycles and potentially inhibit pacing. Ts recommended a split lead configuration of bipolar sensing and unipolar pacing, and no adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.